Manufacturer narrative:
The investigation is on-going and an update will be provided on the next report.

Event description:
The customer was unable to visualize the lava under the fluoroscope. The lava was mixed using a vortex mixer for 5 minutes and then using the mixing kit for 16 passes. The customer knew the embolization worked as they put some contrast through the base catheter.